Manufacturer narrative:
It was initially reported, a ventilator's lcd screen was replaced. The device's flow sensor was also replaced due to a test failure.

Event description:
The manufacturer received information alleging a ventilator's display screen was broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The display screen had evidence of physical damage.